Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the evaluation has shown that the complete front part is separated from the shaft of the guiding device for inserter size l. The shaft is broken apart at the pin in the front part and also the weld between the front part and the shaft is broken. The device is in a very used overall condition, there are clearly visible stress marks from often and intense use all over. In addition there are hammer marks at the end piece at the handhold visible. Our investigation has shown that the complaint condition for the received device is confirmed. We do suppose that the device encountered unintended forces, such as being dropped on the floor and/ or excessive force application during its use, which finally resulted in the breakage of the pin. By the evidence that this device was used successfully over its 8 (eight) years of lifespan and the damages are clearly caused post manufacturing we can conclude that the cause of failure is not due to any manufacturing non-conformance's. The root cause was identified during the performed evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. In general we would like to mention that hammer blows should be applied onto the inserter (03.821.145) and not onto the guiding device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot, part: 03.821.144, lot: 08.0679-I, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: (B)(6)2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the guiding device for inserter and an inserter were broken. It was unknown when the issue was observed. It was unknown if there was a procedure or patient involvement. This complaint involves two (2) devices. This report is for one (1) guiding device f/inserter siz l. This report is 1 of 2 for (B)(4).